Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> db7hv1000. Device history review ==> no anomalies or deviations were found during the review. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Ppf alleges abductor muscle repair, dislocation with closed reduction and elevated metal ions after first revision. Stem is no longer added because it was already reported in the first revision due to high metal ions. Doi: (B)(6) 2011 - dor: not reported (left hip).